Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that received shock. The patient attempted patient-initiated interrogation (pii) and received yellow lights. Additional information was received indicating that this device became uncorrelated and afrt was false and rhythm stable. The device presented therapy exhaustion. No additional adverse patient effects were reported.